Manufacturer narrative:
PMA/510k #: k170622. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, during treatment for post partum hemorrhage (pph) using a bakri tamponade balloon catheter, there was leakage noted from the drainage port. The bakri was placed by hand through the incision. Blood loss prior to device placement was about 1100ml. After the incision was sutured, the leaking was noted during the balloon inflation. The operator removed the bakri and discovered the leaking was coming from the drainage port. The physician confirmed the device was not punctured due to suture. Hemostasis was achieved by using another new bakri device. The blood loss after the placement of the second bakri was about 160ml. No adverse effects were reported due to the alleged malfunction.

Event description:
No additional patient or event information has been received since the last report was submitted on 06dec2019.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. H6: ec methods code desc - 5: trend analysis (4110). Investigation - evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, quality control data, and specifications. One device was returned for investigation. Visual examination confirmed the catheter was returned in used condition. A large amount of bodily fluid and blood was observed inside the balloon and covered the catheter. The stopcock was attached to the catheter¿s inflation line. Due to safety reasons the catheter was rinsed with tap water to remove blood prior to function testing. A functional test was performed on the device by inflating the balloon with 150ml of tap water, water flowed into the balloon easily inflating the balloon properly. While applying pressure to the balloon water leaked from the drainage lumen at the silicone y connection on the proximal end of the catheter. Water did not leak from the side port at the distal tip above the balloon. No damage on the balloon or leakage from the balloon noted. Communication between lumens caused the catheter to leak. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. The instructions for use (IFU), warns the maximum inflation is 500ml. Do not overinflate the balloon. Balloon should be inflated with sterile liquid. Balloon should never be inflated with air, carbon dioxide or any gas. The IFU also precautions to avoid excessive force when inserting the balloon into the uterus. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The complaint was confirmed based on the evaluation of the returned device. The leak was caused by lumen communication, but a definitive cause of the lumen communication could not be found. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.